Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: microscopic examination of the returned device revealed that the balloon is torn longitudinally for a distance of 38mm at approximately 10mm proximal to the distal transition zone. The stent was not returned for analysis. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based upon investigation completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon leak occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the non calcified, moderately tortuous left common iliac artery (cia). During the first inflation of a 7.0x40x75cm express ld vascular stent delivery system (sds) at 6atm a balloon leak occurred. The express ld vascular sds was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable. Returned device analysis revealed a balloon tear.